Event description:
It was reported that there were impurities in the catheter jelly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed - cause unknown. The product had caused the reported failure. Based on attached photo, there was a loose foreign material attached to the inside of the tray. The condition of the returned component is messy. The tray is wet, and it appears that lubricant from the jelly has leaked and spread across the tray. However, full investigation could not be performed due to only photo provided for evaluation. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be due to (example: defect contributed by vendor/improper handling). A review of the device labeling have been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were impurities in the catheter jelly.